Event description:
A malfunction was reported on the pump, but there were no notable events leading to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the normal range. Technical support provided information on how to reset the pump and assisted the customer through the process, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back should any further malfunctions occur.